Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to was b5 made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing particulates in humidifier reservoir, supply hot to touch, sinus and throat irritation, dizziness, lightheadedness, nausea, headaches, sudden onset of dyspnea, and shortness of breath. There was no report of patient harm or injury. The patient did not report to receive medical intervention. The device was returned to the product investigation laboratory for further evaluation. The device was evaluated. The internal and external aspect of the device was inspected. During the investigation, the manufacturer observed an unknown dust contaminant on the top enclosure, front panel, rear panel, bottom enclosure, blower, and blower seal. Evidence of sound abatement foam degradation/breakdown was not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.